Event description:
Additional information received on 4/24/2026 for mw5185565. Someone needs to hold resmed accountable. I¿ve filed a complaint with them regarding my wife¿s aircurve bipap system, specifically about the discrepancy between the date of sale and the date of manufacture. Despite clear proof of purchase from my american express statement, they refuse to honor the warranty because they claim it expires two years from the manufacturing date¿not the purchase date. This is unacceptable. When I bought the device, I was told it came with a two-year warranty, plus an additional year through my american express card. However, american express has declined to extend coverage because resmed insists the manufacturer¿s warranty is tied to the production date, not the sale date. This device is critical to my wife¿s health¿her life depends on it. Resmed¿s refusal to repair or replace it, along with their lack of clear answers and ongoing resistance, is deeply concerning. Their handling of this situation feels dishonest and negligent, and I am extremely frustrated by their unwillingness to take responsibility. The bipap system was purchased from a company named adapthealth. The device serial number indicated that it was at some point in novia scotia where it sat for two or more years prior to our purchase, hence expiring the warranty without ever being used. Additionally, the serial number of the device that was purchased by us, does not match the device serial number of the device being billed for. This indicates that our device is possibly not a viable system and a counterfeit product that was sold to us.

Event description:
Reporter states that his wife, a cancer patient suffering from severe obstructive sleep apnea, is facing a life-threatening situation due to the failure of a resmed breathing device purchased from CPAP specialists. Despite the unit being purchased new on may 27th, 2025, the machine is currently non-functional and displaying error code 006, leaving the patient, who relies on this equipment to live, unable to breathe or sleep safely. The reporter highlights a significant lack of support from both the vendor and the resmed service center, noting that the situation is critical given his wife¿s medical vulnerability. He is urgently seeking a resolution for this equipment failure, as the current billing and warranty records dating back to march 19, 2023, should not preclude immediate life-sustaining assistance.